Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator kept shutting off during use. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that although the surgeon was done with the case, he wanted to inform the isi technical service engineer (tse) of the issue when using the synchroseal instrument. The tse asked the csr if any arching was noticed prior to the generator shutting down. The csr confirmed no arching was noticed, however, mentioned that the outlet that the generator was plugged into had another power cord plugged into it as well. The tse informed the csr that the e-100 generator is to be plugged into its own dedicated outlet. The csr mentioned they had a case to follow, but was unsure if the surgeon was willing to try the e-100 generator. The tse advised the customer to move the e-100 power cord and discuss with the surgeon. The csr agreed and requested for the fse to check the generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced e-100 generator to correct the reported issue. The system was tested and verified as ready for use. Isi has received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported issue. This unit was install into the test system and it fail. Could not test missing data connector on backside. No image or video clip for the reported event was available for review. Log reviews confirms the occurrence of a benign hysterectomy procedure on(B)(6)2022. Via system sk1823. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was replaced after the completion of a surgical procedure due to the generator repeatedly shutting off during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.